Manufacturer narrative:
Pump received with the operating currents within specification. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 346 mg/dl and had been 404 mg/dl. Customer had symptom of high blood glucose; customer had frequent urination, headache, and thirsty. Customer was hospitalized due to high blood glucose and ketones. Customer was hospitalized for three days and was treated with insulin drip. Customer was off insulin pump at the time of hospitalization for 2 1/2 hours.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.